Manufacturer narrative:
.

Event description:
A customer reported an event of a odor emitting from the sterrad(tm) 100nx sterilizer. One healthcare worker (hcw) reported lip swelling or feeling "rough". The hcw did not seek or receive any medical attention/treatment and current hcw status is unknown at this time. Additional information regarding service of the unit is unknown at this time. This event is being reported as a malfunction report subsequent to a serious injury. Asp will continue to follow up for additional information.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." A field service engineer inspected the unit onsite and reported no problem was found with the performance of the unit, therefore, no corrective maintenance was performed. The assignable cause of the odor/smells issue could not be confirmed. Asp will continue to track and trend this issue.